Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt, who was implanted at another ctr, was sent to be evaluated for a heart/kidney transplant. The surgeon found that the pt's inflow was malpositioned towards the lateral wall and needed to be corrected as it was causing inadequate flows and lack of support. The lvad pump was exchanged with another lvad pump with an inflow approach from the diaphragmatic surface. In addition, the apical ring was repaired with a felt plug.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.